Event description:
Literature was reviewed regarding the prediction of vascular access complications after transfemoral transcatheter aortic valve implantation (tavi).  The study population included 193 patients who were predominantly female with a mean age of 79 years.  Multiple ma nufacturer¿s devices were implanted in the study population; 97 patients were implanted with a medtronic evolut r bioprosthetic valve delivered by an enveo r delivery catheter system.  Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths.  Among all patients adverse events included: hematoma near access-site, bleeding complication, cardiac tamponade, and surgical intervention.  No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Continuation of d10: product ID enveor-l (unknown serial/lot); product type: 0195-heart valves. Citation: gruz-kwapisz et al.  The role of external iliac artery diameter indexed to bsa score in predicting vascular access complic ations after transfemoral transcatheter aortic valve implantation. Postepy kardiol interwencyjnej. 2024 mar;20(1):76-83. Doi: 10.5114/aic.2024.136407. Epub 2024 mar 15. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.